Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet charging pad did not consistently charge the device, as indicated by no lights on the charger and unsuccessful charging when the user placed the ilet on the cradle, while charging was successful when another individual positioned it. Symptoms included no adverse clinical effects or changes in blood glucose. Outcomes included user reliance on backup therapy instructions if needed, with continuation of normal therapy once proper charging technique was used. Investigation included customer interview, troubleshooting by phone, and review of device use. Investigation of this case revealed user technique as the likely cause, with the charger functioning when properly aligned. It was concluded that the device functioned as designed and that no injury occurred, with user education provided to ensure correct charging.